Manufacturer narrative:
Device evaluated by MFR .:returned product consisted of the nc emerge balloon catheter. The balloon, tip, shafts, hypotube, and bonds were microscopically and visually examined. There was contrast and blood in the inflation lumen and blood in the guidewire lumen. Microscopic examination of the balloon revealed that the balloon was loosely folded. The balloon was not detached but had a 3mm circumferential tear distal of the proximal markerband with the remainder of the balloon bunched up at the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon detachment occurred. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during removal of the device, it was noted that the balloon sheared off. No portion of the balloon was left inside the patient's body. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that balloon detachment occurred. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during removal of the device, it was noted that the balloon sheared off. No portion of the balloon was left inside the patient's body. No patient complications were reported and the patient's status was fine.